Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device has been received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem's technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.